Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was stiff action of the handle. Staples did not form properly. Green 60 reload was used. Gore medical buttress material was used with the device. Replaced with like device to proceed. Case completed successfully. There was a 30-second delay to procedure. No adverse event to patient.

Manufacturer narrative:
(B)(4). The cartridge reload was received fully fired and in good visual condition. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the closing trigger (light gray) or firing trigger (dark gray) stiff during use? No. Was buttressing material utilized? If so, which product? Yes, (B)(4). Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No. What was the location of the malformed staples (distal to proximal, left to right)? 2-3 cms from the pylorus.